Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a drainage leak and the observation of smoke on an imulite 2000 xpi instrument. The power was turned off at the customer site after the observation to avoid harm to the user. A siemens customer service engineer (cse) was dispatched to the customer site and determined that due to a blockage in an external drain pump, the waste liquid could not be discharged and overflowed, causing the box housing the drain pump to accumulate discharged liquid. The drain pump's circuit board was submerged and shorted out, resulting in smoke generation. The cse connected the liquid waste line to the internal liquid waste bottle and recommended that the customer operate using the internal liquid waste bottle. The external drain pump is not a part that is included on the immulite 2000 xpi instrument as supplied by siemens healthineers.

Event description:
The customer reported that the floor flooded due to a leak of drainage on an immulite 2000 xpi instrument (serial number (B)(6) ), and smoke was observed coming out of a box that collects the waste liquid on the back of the instrument. No flames were observed. There was no user or patient exposure to the leaking liquid. There was no user or patient harm due to the leak. There was no injury associated with the event. There was no alleged delay in processing patient samples and/or reporting of patient results due to the event.